Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during pump rewind. Customer's blood glucose was 467 mg/dl at the time of incident. Customer was able to clear alarm and was able to complete the pump rewind. Troubleshooting found that the pump passed the displacement test and the self test. No further details given.